Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: not observed. ¿ device wrinkling: not observed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "pain", "irregular contours", and "rupture." The device has been explanted.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "pain", "irregular contours", and "rupture." The device has been explanted.